Event description:
On (B)(4), 2022, the patient underwent emergency endovascular treatment of an acute type b aortic dissection with malperfusion using two gore® tag® conformable thoracic stent grafts with active control system. The first gore® tag® device (tgmr312610j) was implanted distally, and the second gore® tag® device (tgm343410j) was deployed proximally below the left common carotid artery. After complete deployment of the second gore® tag® device, the physician reportedly pulled the delivery catheter before removing the red lock wire handle. As a result, both gore® tag® devices unintentionally moved distally toward the celiac artery. After the red lock wire was removed from the second gore® tag® device, the proximal end of the device reportedly appeared to be distorted and positioned at an angle with the vessel wall. As treatment, an additional stent graft was implanted proximally.intra-operative imaging reportedly confirmed partial coverage of the celiac artery by the distal gore® tag® device. Satisfactory blood flow to the celiac artery was confirmed, and the procedure was completed without any additional treatment.the physician commented that pulling the delivery catheter back before removing the red lock wire caused the distal movement of the devices.

Manufacturer narrative:
(B)(4) ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. (B)(4) ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® tag® conformable thoracic stent grafts with active control system instructions for use warn against moving the delivery catheter before or during removal of the red lockwire handle, as unintended device movement and / or vessel damage may occur. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.